Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 26th 2022, senseonics was made aware of an adverse event where user user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation analysis, the fingerstick measurement of 101 mg/dl taken at 2:30 pm est, was not entered in the system as a calibration when the sensor reading was 60 mg/dl. The system asserted a hypo alert at 2:30 pm est. There may have been temporary mismatch between the sensor reading and fingerstick measurement at the time of the event. This could not be confirmed as there was no calibration entry of 101 mg/dl at 2:30 pm est. The sensor performance was evaluated before and after the event and the sensor was performing within acceptable parameters and there was no malfunction of the sensor. The sensor is in use currently, and there are no further issues reported for this sensor. Per case information, user did not have any symptoms as blood glucose (bg) was in normal range. User did not require any medical assistance or self treatment. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.